Event description:
It was reported that during a lap chole procedure, the clip jammed in the jaws and then would not advance another clip. This occurred on approximately the 5th firing. They were firing on the cystic artery. Dr did perform a cholangiogram. Case completed with another device of the same product code. There was no patient consequence.

Manufacturer narrative:
H3 evaluaton summary: the analysis results confirmed that one device was received for analysis. The device was noted to have the left jaw disengaged from the cam. It was tested for functionality and by pulling the trigger, it released two clips with gaps and double fed one remaining clip. Upon further visual inspection, it was noted to have the advancer broken off. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.